Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Serial number: (B)(6). Lot number: b1096. Software version: 3.8.5. Color: pink. Battery life remaining: n/a. First bond date: (B)(6) 2022. Initial battery %: 88. Last bond date: (B)(6) 2023. Last battery %: 82. User mobile device: n/a testing mobile device: iphone 12. Ios: 16.5. Customer reports: injection button broke off. Per visual inspection: dose detent, detent insert, button washer and injection button broken off, exposed electronic assembly. No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Dose detent bond was broken cleanly due to a broken dose detent adhesive bond exposing the electronics. Making it difficult to dial a dose. Unable to properly dial and dispense a dose due to detached injection button and dose detent. Therefore, inpen was unable to pair to commercial app. However, inpen did transmit to manufacturing app. Unable to perform functional test due to physical damage. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: it¿s difficult to dose normally due to broken off injection button due to a broken dose detent adhesive bond. Therefore, the customer concern of physical damage to dose button is confirmed. Cap anomaly was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the inpen getting dropped causing the injection button to break off and the customer no longer can find it.  Troubleshooting was performed issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen and will be returned for analysis.